Manufacturer narrative:
The insulin pump seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm motor error alarm and perform any tests due to seating anomaly. The motor was tested outside of the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error four times. The drive support cap appeared normal and the customer did not report an e70 alarm. The customer was able to complete the pump rewind. Blood glucose was 279 mg/dl at the time of incident. The insulin pump was returned for analysis.